Manufacturer narrative:
On 04/13/2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial tumor resection procedure, using cranial 2.2.7, the site's navigation system unexpectedly exited. The site re-booted the navigation system and normal function was restored with no further issues. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 10 minutes. There was no impact on patient outcome.